Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was sent to investigate the issue. After inspection the fse was unable to reproduce the autofill failure. The iabp passed all functional tests and was returned to the customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had an autofill error. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had an autofill error. There was no harm reported.